Manufacturer narrative:
(B)(4) catalog # unknown as information was incorrect but referred to as a cook celect filter. Information has to be confirmed. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog # is unknown it could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2002 at (B)(6)." Additional information received on 11mar2016: on (B)(6) 2009: per the procedure note, a small incision to the right common femoral vein was accessed using seldinger technique using a micropuncture needle under real time ultrasound guidance. A celect filter was then placed in the infrarenal portion of the ivc. It is alleged that the filter has tilted and has perforated the vena cava. The [pt] first experienced back pain in 2013. Per a record from (B)(6) medical ctr. Provided by the [pt], a CT was taken on (B)(6) 2015 showing the filter was in place. Several of the legs of the filter project outside of the inferior vena cava one of which directly abuts the lower lumbar spine. The filter is tilted medially. No retrieval has been performed. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2002 at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number (B)(4). William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4). (B)(4). (B)(4). Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/11/2015 as follows: the plaintiff allegedly received the filter implant via right common femoral vein (B)(6) 2009 due to pe with anticoagulation contraindicated following fall resulting in skull fracture. CT report from (B)(6) 2015 alleges tilt and vena cava perforation. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred as of (B)(6) 2015. The plaintiff alleges tilt, vena cava perforation, pain, and anxiety.

Manufacturer narrative:
(B)(4). Event date: unknown as information was not provided. Brand name: unknown as information was not provided. Catalog # unknown as information was incorrect but referred to as a cook celect filter. Information has to be confirmed. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. Pm,a510(k): as catalog # is unknown it could be either k061815, k073374 or k090140. Mfg date: unknown as lot# is unknown. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged filter tilt, back pain after approx. 11 years, and several of the legs projecting outside ivc are unknown. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Lot and rpn are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2002 at (B)(6)." Additional information received on 11mar2016: on (B)(6) 2009: per the procedure note, a small incision to the right common femoral vein was accessed using seldinger technique using a micropuncture needle under real time ultrasound guidance. A celect filter was then placed in the infrarenal portion of the ivc. It is alleged that the filter has tilted and has perforated the vena cava. The [pt] first experienced back pain in 2013. Per a record from (B)(6). Provided by the [pt], a CT was taken on (B)(6) 2015 showing the filter was in place. Several of the legs of the filter project outside of the inferior vena cava one of which directly abuts the lower lumbar spine. The filter is tilted medially. No retrieval has been performed. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt; vena cava perforation; pain; anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.